Event description:
As reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) had limited ejection. The product malfunctioned during use. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was inspected prior to use, and no anomalies were noted. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, the indicator window did not change at all, and there were no damages noted to the indicator wire loop when the device was removed from the patient. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. A non-cordis sheath was used along with an unknown 35-system guidewire, unknown pigtail contrast catheter, and unknown single-curved contrast catheter. The procedure was an intracranial contrast surgery with a retrograde approach. The operator was trained to the device. The patient does not have a history of infectious diseases. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the guidewire loop of a 7f exoseal vascular closure device (vcd) had limited ejection. The product malfunctioned during use. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was inspected prior to use, and no anomalies were noted. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, the indicator window did not change at all, and there were no damages noted to the indicator wire loop when the device was removed from the patient. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. A non-cordis sheath was used along with an unknown 35-system guidewire, unknown pigtail contrast catheter, and unknown single-curved contrast catheter. The procedure was an intracranial contrast surgery with a retrograde approach. The operator was trained to the device. The patient does not have a history of infectious diseases. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vasc. Clos.dev.f7- was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever of the device was depressed, and the plug was not returned for this evaluation. The indicator wire was retracted, and the guard was found locked. The indicator window was received on black/white/red position. No anomalies were observed during the analysis. No functional evaluation could be performed to simulate the deployment mechanism, as the unit was received already deployed. Nevertheless, due to the fact that the indicator window was positioned on the black/white/red position, the plug was no longer present, and the indicator wire was fully retracted, no evidence related to any possible deployment issue was concluded to be present. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration. During this evaluation, no signs of obstruction or any impediments were observed that could be related to the reported event. Based on the information provided and the product evaluation, the reported event of ¿indicator wire deployment difficulty¿ was not observed. Even though a functional evaluation could not be performed, as the state of the unit denoted that it was fully deployed, the unit did not present any observed abnormal condition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.